Manufacturer narrative:
(B)(6) (B)(4). Neither device nor applicable imaging studies were available for evaluation. Hence, no conclusion can be drawn.

Event description:
It was reported that on an unknown date, post-op, six weeks after the original surgery the patient went back to the surgeon complaining of original symptoms. After lateral x-ray was taken, it was discovered that a c5 screw was backing out of the plate and also a small metal shard was seen. The surgeon exposed the distal portion of the plate, upon further inspection, the surgeon discovered that the plate had completely separated at the level where it translates. Two tiny metal shards were also located and ex planted. The surgeon then proceeded with plate replacement. The product came in contact with the patient. Patient is still intubated as a result of extensive scar tissue dissection in neck.

Event description:
It was reported that on an unknown date, post-op, after three weeks the patient developed neck and shoulder pain. The patient walks with a cane, incontinence of bowel and bladder, speech therapy- swallowing issues.

Manufacturer narrative:
Product analysis :macroscopic inspection confirms the ratchet spring retention pocket feature is broken. The broken off portion of the pocket and the ratchet spring are both missing and not returned for analysis. Microscopic inspection of fracture surface reveals a fairly brittle fracture, with river lines, a shear lip and some indication of localized convex striations noted. Ratchet spring indentions noted in ratchet spring pocket. Additionally, witness marks and plastic deformation noted on the extension features, also consistent with tensile overload. Asymmetrical abrasions noted on slide interfacing surfaces, as well as anterior faces of components which mates with end component. The above observations are consistent with tensile overload. The cause of the tensile overloading condition is unknown.

Event description:
It was reported per patient's medical records that on: on (B)(6) 2016: the patient presented with the following preoperative diagnosis: c3-c5 cervical stenosis with spondylosis. Myelopathy. Cervicalgia. Radiculopathy. Treatment refractory to non-operative intervention. The patient underwent the following surgeries: arthrodesis with approach to c3-c4, c5. C3-c4 and c4-c5 diskectomies with spinal cord decompression. C4 corpectomy and interbody fusion between endplates of c3 and c5 with a 24 x 14 x 11 peek corpectomy cage filled with morselized autograft. Anterior cervical fusion c3-c5 spanning the c4 segment with a 35 mm cervical plate. Use of intraoperative fluoroscopy. Use of neuromonitoring. As per op-notes ¿ the interbody space was measured and 24 x 14 x 11 corpectomy peek cage filled with morselized autograft was placed between endplates of c3 and c5. A 35 mm cervical plate onto the vertebral bodies of c3 and c5 was secured¿. No patient complications were reported. On (B)(6) 2016: the patient underwent x rays of the cervical spine. Impression: intraoperative fluoroscopy provided for c3-c5 ¿acdf¿ and c4 corpectomy. (B)(6) 2016: the patient underwent x rays of the cervical spine after cervical fusion. Impression: lucency surrounding the c5 fixation screw which could be further evaluated with CT of the cervical spine. On (B)(6) 2016: the patient underwent x rays of the cervical spine. Impression: status post anterior fusion and graft placement. No evidence of hardware failure. There appears to be appropriate bony incorporation given the recent surgery in (B)(6) 2016. Prevertebral soft tissue swelling which is most likely due to postoperative inflammation. On (B)(6) 2016: the patient presented with the following preoperative diagnosis. Anterior cervical hardware failure. Progressive neck pain and radiculopathy status post recent c4 corpectomy with anterior c4-c6 fusion. The patient underwent the following surgeries. An exploration of prior hardware at c3, c4, c5. Removal of anterior hardware and subsequent replacement with new 40 mm cervical plate with 2 screws into the c3 and c5 vertebral bodies with 1 screw into the corpectomy cage. Use of intraoperative fluoroscopy. Neuromonitoring. As per the operative notes¿ several anterior posterior and lateral fluoroscopic images were used to land on the screw inferiorly on the right side at c5, which was backing out on the x-ray. At this point, a small circular piece of metal that was just adjacent to the screw head was found. Upon removal of the screw, however, the entire inferior aspect of the plate was noted to have a rotational component, which was concerning. Then subsequently the bottom left c5 screw was removed as well. Sequentially all of the screws were removed, including the bilateral c3 screws, as well as 1 in the corpectomy cage, and both halves of the plate were pulled off to be sent to manufacturer for evaluation. A new 40 mm cervical plate with rescue screws on the top left c3 screw, as well as the bilateral c5 screws, with a regular 4.0 x 17 mm screw on the top right, and a small 4.0 x 11 mm screw into the corpectomy cage were placed.¿ no patient complications were reported. The patient had the following postoperative diagnosis: hardware malfunction with dislocation of plate between c3 and c5, with backing out of the left c5 screw. Worsening back pain with radiculopathy. On (B)(6) 2016: the patient underwent x rays of the chest for ¿et¿ tube placement. Impression: ¿et¿ tube is 4.5 cm above the carina. The patient also underwent x rays of the cervical spine. Impression: there is stable anterior fusion hardware at c3-c5. No evidence of listhesis on these images. On (B)(6) 2016: the patient underwent x rays of the chest. Impression: low lung volumes. Right ¿PICC¿ line has been placed. The tip is in satisfactory position at the cavoatrial junction. Tip of the endotracheal tube in the mid-trachea approximately 4 cm above the carina. Moderate cardiomegaly. Bibasilar atelectasis or consolidation. The patient also underwent ¿us¿ venous duplex leg bilateral. Impression: no evidence of a lower extremity deep venous thrombosis identified. On (B)(6) 2016: the patient underwent x rays of the chest. Impression: no significant interval change. On (B)(6) 2016: the patient underwent x rays of the chest due to history of hypoxia. Impression: stable chest. Limited inspiration. Bibasilar volume loss and nonspecific basilar density. Infiltrate and effusions are not excluded. On (B)(6) 2016: the patient underwent x rays of the cervical spine. Impression: stable anterior fusion from c3 through c5 with intact hardware. Marked prevertebral soft tissue swelling which is likely postoperative in nature. Moderate to marked degenerative disc disease c5-t1 and mild degenerative disc disease c2-3. Mild degenerative arthritis articular facets throughout the cervical spine. The patient also underwent ¿dx¿ esophgram barium swallow. Impression: no evidence of cervical esophageal injury. Anterior cervical fusion from c3 through c5. Marked prevertebral soft tissue swelling is likely postoperative in nature. Silent penetration with no frank aspiration. The patient also underwent x rays of the chest due to history of hypoxia. Impression: satisfactory position of right ¿PICC¿. Persistent elevation of the right hemidiaphragm, nonspecific. On (B)(6) 2016: the patient underwent x rays of the cervical spine due to history of neck pain. Impression: persistent prevertebral soft tissue swelling. Possible new lucency surrounding screws at c5 level. On (B)(6) 2016: the patient underwent MRI cervical spine due to history of chronic nontraumatic balance disorder and bilateral hand numbness. Impression: large prevertebral complex fluid collection persists, likely a postoperative seroma, but is not definitively characterized on this study due to artifact. Decreasing spinal canal stenosis and neuroforaminal stenosis at the recently fused c3-c5 levels. Worsening spinal canal stenosis at c5-6 likely due to alterations and biomechanics with cord flattening, no abnormal cord signal. The patient also underwent MRI of the brain without contrast due to balance disorder. Impression: mild stable nonspecific supratentorial white matter disease. The differential diagnosis is similar as noted for the previous exam. Chronic microvascular ischemic disease is favored. The differential diagnosis includes demyelinating disease, vasculitis, postinflammatory etiologies, and migraine headache. Otherwise stable and unremarkable brain MRI. On (B)(6) 2016: the patient presented for a follow up after cervical fusion and underwent x rays of the cervical spine. Impression: abnormal postoperative appearance of the cervical spine. On (B)(6) 2016: the patient presented for a follow up visit after cervical fusion and underwent x rays of the cervical spine. Impression: anterior plate and screw device was noted at the c3-c5 levels. Bony remodeling of the c3, c4 and c5 vertebral bodies was noted. Large anterior osteophytes were noted at c5. There is underlying severe diffuse cervical spondylosis. Hardware position appeared unchanged. There continues to be lucency around the c5 screws.